Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis. The tmvr procedure was performed with a 26mm edwards transcatheter valve. Perfect transeptal procedure. It was noted that the patient had st elevation and pressure drop right before valve deployment. Hypotension was noted with continued st elevation on EKG post deployment. There was no effusion. Both mitral and aortic bioprosthetic valves were functioning as expected. There was a 3mm gradient in the mitral transcatheter valve. No perforation was noticed, coronaries open via angiogram, and no perforations appreciated. CPR was performed on the patient, ribs broken, and left lung perforated by ribs with hemorrhaging noted. Patient did not survive. The team could not determine the cause of st elevation or the cause of the code/death.